Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had unexpected data error and unable to open database. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unexpected data error occurred and cannot open database. A technical support specialist remoted into station and found dsclientoltp database was in suspect mode. Followed knowledge articles of "how-to ¿ recover / repair a corrupted dsclientoltp database" and "proper datasync procedure & how to place new db in es station" to verify no missing transactions and performed data synchronization. After the datasync process, the dsclientoltp database was no longer in suspect mode. The carefusion application (cfnapp) successfully ran, and the registered pharmacist confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had unexpected data error and unable to open database. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.